Manufacturer narrative:
Block D.2b; Additional applicable Product Code: QRB.Additional suspects medical device component involved in the event:Model Number/Catalog Number: SC-2317-70.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: INFINION CX LEAD KIT, 70CM.Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-1432.Serial Number:(b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: WAVEWRITER ALPHA PRIME 32 IPG KIT.Unique Identifier (UDI) #: (b)(4).Model Number/Catalog Number: SC-4318.Batch/Lot Number: 32804046.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI) #: (b)(4).

Event description:
It was reported that patients spinal cord stimulator lead had high impedances. It was noted that patient was not able to get enough pain relief. The patient underwent a Spinal Cord Stimulator (SCS) replacement procedure. The explanted device will not be returned due to facility policy.